Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 63-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were obtained in the hospital (exact date unknown); however, the outpatient clinic did not receive the patient¿s hospital discharge paperwork and laboratory results were not reported. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient suffers from confusion and delirium due to comorbidities unrelated to pd therapy. As a result, the patient will not wash hands during pd therapy, or they will confuse cycler connections. The patient was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for three weeks in the hospital which continued beyond discharge. The patient was transitioned to hemodialysis (hd) as it was determined pd was no longer viable due to the patient¿s confusion and delirium. The patient continued with hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with home hd therapy post-discharge with the patient contact assisting with treatments.